Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28 lot# v671773, implanted: 2011 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient felt a slight sensation on her tailbone only when seated. The right tined lead was explanted and the event resolved without sequela on (B)(6) 2011. A week later, it was clarified that the patient was originally implanted with bilateral leads. The lead on the right side was removed and the left side remained in the patient. Another week later, it was reported that the patient had irritated sciatica.

Event description:
Additional review indicated information reported in manufacturer report #3004209178-2013-21111 pertained to the event reported under this report number. Any additional information received regarding this event will be submitted under this report number.